Manufacturer narrative:
Concomitant medical products: product ID 8598, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving unknown intrathecal therapy via an implantable infusion pump. The indication for use was noted as non-malignant pain and other non-malignant pain. The patient reportedly had a "horrible experience" with the pump; however, did not go into detail. He reported that no healthcare provider (hcp) would see him for the pump. The patient chose to get the pump removed, due to a horrible experience with it. A request was made for an updated implant date. If additional information should become available, a follow-up will be submitted.